Event description:
It was reported that during a lap cholecystectomy procedure, when trying to fire on cystic artery, the applier seemed harder to fire than usual. The jaws did not align properly, with one of the jaws recessing slightly into the shaft of device. The clip did not close properly, leaving behind a malformed clip. The applier was removed from the abdomen, refired to clear the jaws, and then reintroduced into the abdomen. As the surgeon refired the device, the same thing occurred, producing a malformed staple. The device was set aside. Clip did not form properly to occlude cystic duct. A new device was opened and used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition; the jaws were inspected and no damages were found. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed six conforming clips; however, the tip of the advancer was observed to be bent. During the analysis, no difficulties to fire were noted. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.